Event description:
It was reported that the tip of the driver fractured during the procedure. Tip remains embedded in the implanted plug.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
A visual examination confirmed the reported event. The distal threaded tip of the inserter is sheared off.a review of the manufacturing record indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2012. The probable underlying root cause for the reported incident is excessive deflection forces leading to loss of mechanical integrity and ultimately instrument breakage during usage.